Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a route device change out for normal battery depletion, this lead was unable to be easily extracted from the device's header. It was suspected that due to length in service (over 10 years) or due to a device setscrew anomaly, terminal pin removal was difficult. As a result, the product was damaged. The lead's medical adhesive was successfully repaired and the product remains implanted and in service with a new device. No resulting adverse patient effects were reported.